Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), three devices were used. The cutting wire of two devices broke. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the first device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. The coating on the cutting wire was partially torn. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual.